Event description:
Procedure being done is bilateral mandible orif. While drilling on the right mandible, the drill bit broke and a piece was left in the mandible. The surgeon was able to retrieve /removed the bit of drill bit from the mandible.